Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the author of the literature report who now states that neither the supplied ophthalmic gas nor the operating console are believed to be of any fault in this reported event.

Manufacturer narrative:
The operating console has an auto gas fill option that is used to fill a syringe with a specified ophthalmic gas. The respective gas bottles must be connected per the color coding scheme indicated in the console operator¿s manual. The ophthalmic gases must be used with the red and blue connectors respectively. The user is required to make the appropriate selection of gas before proceeding. The reported ophthalmic gas directions for use (dfu) include cautions regarding operative complications and postoperative complications that may potentially occur. The precautions note caution should be used in eyes with angle recession, pigment dispersion syndrome, significant anterior synechiae, traumatized eyes and eyes with significant vitreous hemorrhage obscuring an adequate view of the peripheral retina. The patient must receive a patient warning card and bracelet to advise any health care provider about possible loss of vision or blindness if nitrous oxide (n20) anesthesia is administered with a gas bubble present in the eye. The patient is cautioned not to travel by plane, through high elevations or over mountain ranges until the gas bubble has dissipated. Changes in elevation may cause iop to increase, which may cause loss of vision or blindness. The patient must maintain proper head positioning following eye surgery. Incorrect head positioning may cause the surgery to be unsuccessful, or may cause glaucoma, and/or may cause cataracts. There is no evidence contained within the reported information at this time that indicates that the design or performance of the reported ophthalmic gas contributed to the event reported. The product lot number was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
In a literature report, a physician reported that ophthalmic gas was instilled into a patient's left eye at an intended 20% concentration mixed with filtered room air during a pars plana vitrectomy surgery in order to treat a macular hole. Post operatively, the patient experienced elevated intraocular pressure, nausea, vomiting and severe eye pain which required two consecutive eye taps and a subsequent vitrectomy procedure for full gas with oil exchange and reformation of the anterior chamber. Three weeks postoperatively, the patient's left eye had no perception to light with massive, ischemic destruction of the intraocular tissues. Additional information has been requested.